Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for in an initial implant where it was noted that the stylet could not be inserted in to the right ventricular (rv) lead. A new rv lead was implanted successfully on (B)(6) 2021 the patient was stable throughout.